Event description:
It was reported by the neurologist that one of the programming systems he had was not working. He used one system and it worked normally. The physician explained that he connected the programming wand from the system that was not working to the known working handheld and stated that did not work. He stated, he also connected a good wand to the handheld in question, which also did not work. The exact problem the physician was experiencing was not clearly stated, however, he believed that there was a problem with the entire programming system. The handheld, software flashcard, serial cable, and programming wand were returned for analysis. Analysis of the handheld and software are currently underway. Analysis of the programming wand did reveal that the serial data cable had an open conductor which caused communication errors. ((B)(4)).